Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (750.0 mcg/ml at 137.12 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to multiple sclerosis. It was reported that the pump interrogation logs revealed a motor stall occurred on (B)(6) 2018, and the patient had confirmed they heard the alarm that morning. The patient had not been exposed to magnetic fields. The pump was going to be replaced on (B)(6) 2018 because the patient was having withdrawal symptoms. The patient was put on oral baclofen. The motor stall was active. The pump was going to be returned for analysis. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to wear and/or corrosion and/or lubrication, and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.